Event description:
Suspended radiation shield fell off the horizontal arm that was holding it in place. It fell to the floor but did not hit anything. It did not come into contact with patient or personnel.